Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and the right ventricular (rv) lead connected to this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms the day after implant. The impedances had measured around 2000 ohms via pacing system analyzer and the device during the implant procedure. The physician elected to reprogram the device and was able to obtain impedance measurements within range. The system will continue to be monitored. Both leads and this pacemaker remain in service at this time. No adverse patient effects were reported.